Event description:
It was reported that the device was misfiring. A second device was opened to finish case. No consequence to patient. The doctor stated that the first clip did not hold, the device misfired. No further information is available.